Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to chronically high pacing thresholds. Previously the lead had been programmed off as the patient did not require ventricular pacing. Recently, a revision procedure was performed and this lead was surgically abandoned. A new rv lead was successfully implanted with no additional adverse patient effects reported.